Event description:
The customer reported via phone call that she was having issues with the insulin pump's battery. The customer was constantly receiving low battery alerts regardless of what battery she used. The insulin pump alarmed battery out limit when a new battery was inserted. Customer's blood glucose level was 40 mg/dl. She ate sugar popcorn to treat her blood glucose level. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.